Event description:
It was reported that the lead exhibited a high pacing threshold. The lead was explanted and replaced. The procedure was complicated by hypotension. The patient was hemodynamically stable after volume replacement. The patient was discharged home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 9.3-10.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.